Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) experienced syncopal events. It was noted that the device had episodes of atrial tachycardia response (atr) stored where ventricular pace (vp) was at 30 instead of programmed 85. Technical services assessed the events date and time stamps and noted that these events were prior to the boston scientific representative getting to the patient's room and the complainant was likely checking for underlying heart rate which was ventricle-ventricle inhibit (vvi) 30. There were no other events in the logbook that correlated with patient symptoms of syncope. This device remains in service and no additional adverse patient effects were reported.